Event description:
A report was received that the patient had developed dura tear during his permanent implant procedure. The procedure was aborted and dura repair was performed by the physician. The patient was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.